Event description:
The intended procedure was diagnostic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. Corrected fields: b5, e2, e3, g2. Troubleshooting was performed over the phone with the technical assistance center (tac). The customer reported there was no viewfinder image with their 180 scopes but the 190 scopes work well without problems.they tried multiple 180 scopes and a different maj-1430 but the problem remained. Tac advised the customer send the device in for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had no scope image. The issue occurred during preparation for use during a ebus (endobronchial ultrasound) bronchoscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.